Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-18268.

Event description:
This report is based on information provided by philips remote and bench service personnel and is being investigated by the philips complaint handling team. During bench service, philips found an issue with the v60 ventilator indicating that power cable was no longer within specification. Determined a new power cord is needed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. Investigation is ongoing.

Manufacturer narrative:
H10 the bench service engineer (bse) replaced the power cord, and all the necessary verifications were carried out to certify the restoration to the conditions prior to the failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
The replaced power cord was returned to the philips product investigation lab (pil) for evaluation by a pil technician. Through the use of an electrical safety analyzer the alternating current (ac) power cord failed esa resistance test verifying a faulty ground wire portion of the power cord. The resistance measurement of the ground conductor of the power cord was high and out of specification. Discernable wear marks were noted on the portions of the grounding conductor on the side that plugs into the power source. The pil technician found this to be the reason for the high and out of specification readings. The technician then verified that the power cord passed all current leakage tests. Overall, the complaint of the faulty power cord was verified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.